Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 11mm catalog #: 42522100811 lot #: 66742396, persona spiked keel osseoti tibial tray right size f catalog #: 42535007502 lot #: 66594559. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral component could not be seated. The surgeon elected to utilize cement to seat the femoral component to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - femur. The product was not returned and the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.